Event description:
It was reported by service report that the fowler would not stay up and there was no power to the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler clutch, plug broke off power cord.